Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked from an unspecified location "during prime feature". There was no patient involvement. No additional information is available.